Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that no further action has been taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they felt that stimulation was weaker then compared to before. It was noted that it was covering the same area but not with the same results as before. It was also reported that electrodes 0 and 2 had out of range impedance (too high). No further complications were reported or anticipated.